Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge principal territory manager (ptm) was dispatched to evaluate the iabp and was unable to duplicate the reported issue. Subsequently the ptm did observe the alarm in the fault logs. The ptm calibrated the unit and tested further and no issue was found. The unit passed all calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm. There was no patient harm or injury and no adverse event reported.